Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damages of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the progav 2.0 operates within the accepted tolerances in the horizontal position. However, the m.blue does not operate within the specified tolerances in the vertical position. An accelerated outflow of m.blue could be determined. Adjustment test: the valves were tested and the m.blue is adjustable, but the progav 2.0 is not adjustable to all pressure settings. Braking force and brake function test: the brake functionality test has shown that the m.blues brake function operates as expected and the braking force is within the given tolerance. Furthermore the progav 2.0´s brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, organic deposits were found. Results: according to the investigation results, a non-adjustability of the progav 2.0 and an accelerated outflow of the m.blue were detected. The visible deposits have led to the functional deviations. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus valve (fx804t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure.